Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested >8.0 inr and >8.0 inr on the coaguchek xs system and 5.4 inr on a comparison lab. Caller states the patient was told to stop her lovenox medication and to hold her warfarin for (B)(6). No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.